Manufacturer narrative:
(B)(4). Since the device is not available to be returned to u.s, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vh-3010 - t.w. Power supply is not working correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The unit was ¿not working¿ during case. They used a different power supply and the case was completed fine. The unit was sent to biomed to verify/test output. Biomed stated they would let me know if they discovered a problem. Surgeon, patient info, date of event unknown.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vh-3010 - t.w. Power supply is not working correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The unit was ¿not working¿ during case. They used a different power supply and the case was completed fine. The unit was sent to biomed to verify/test output. Biomed stated they would let me know if they discovered a problem. Surgeon, patient info, date of event unknown.